Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken crease sharp assessed as a fold flaw opening with non-penetrating nicks around the opening. Additional observations: crease fold observed in the surface. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported, left-side rupture identified upon surgery. Device has been explanted.

Event description:
Healthcare professional reported left side rupture identified upon surgery. Device has been explanted and was not replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown/unspecified.

Event description:
Healthcare professional reported, left-side rupture identified upon surgery. Device has been explanted.